Event description:
Olumpus bf it-20 bronchoscope culture positive for xanthamonas in 2001. Three pts out of 27 had bronchial washings positive for xanthamonas between 5 months in 2001 following bronchoscopy. Bronchoscope has been extensively cleaned and has cultured negative for two months. The same scope grew mrsa in 1998 after four pts had positive washings. Olympus repaired "a cracked lining". In 1996 the scope grew pseudomonas. Olympus repaired "internal damage".